Manufacturer narrative:
The returned device was evaluated and after investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, frequent urination, headache and dry mouth. The patient reports the pod was leaking during wear. The patient administered manual insulin and applied a new pod bringing their blood glucose level to 300 mg/dl. Once at the hospital the patient was treated with intravenous fluids as well as acetaminophen. The patients blood glucose levels were monitored.